Event description:
It was reported occlusion alarms occurred. In addition, it was reported that the insulin gauge was inaccurate due to the customer filling the cartridge with cold insulin. There was no adverse impact to the customer¿s blood glucose level. The customer performed a supply change and resumed insulin therapy successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.